Event description:
It was reported that during gastric sleeve procedure, on the first firing, the device locked out while using a green cartridge with peri strips. Some of the staples came out but they were not formed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were noted during the manufacturing process.